Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-15640. It was reported the patient had turned her stimulation off for approximately one year due to inadequate pain relief. She turned the system back on and was unable to feel stimulation. The patient did charger her ipg during the time the system was not in use. The sjm representative met with the patient and diagnostics indicated low and invalid impedances. Surgical intervention was undertaken on (B)(6) 2013 and the leads had migrated and were wrapped around the ipg. The physician revised the leads and the patient reported effective stimulation coverage postoperative.